Event description:
There has been no new event information received since the last report was submitted on 13aug2018.

Manufacturer narrative:
Conclusion code: cause not established (4315). Investigation ¿ evaluation: a visual inspection and functional testing of the returned devices was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. Two devices were returned for investigation. Device a: the device was returned with the handle in the open position and the basket formation was partially open. The collet knob is loose. The male luer lock adapter (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A visual examination noted the support sheath and the basket sheath are detached; adhesive is visible on the basket sheath. Device b: the device was returned with the handle and the basket formation in the closed positions. The collet knob is tight and secure. The mlla is found to be loose. The pett measures 2.5 cm in length. A visual examination noted there is a severe kink in the basket sheath located 1 cm from the distal tip. A functional test determined the handle does not actuate that basket formation. The support sheath and basket formation are still adhered. The basket formation cannot be manually actuated, due to a kink in the material. A review of the device history record found no non-conformances noted on this lot that would contribute to the reported failures. A complaint history search revealed this complaint is the only one associated with lot number 7014794. Per the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Both of the returned devices were found to have issues with the basket functioning due to sheath damage. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The condition of the returned devices makes it possible that they were inadvertently damaged during unpacking / handling. The IFU contains cautions about manipulating the device to prevent damage. A conclusion as to the cause for the device damages and not functioning for the user could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the baskets did not function on two ncircle tipless stone extractors. As reported, the devices did not make contact with the patient. Requests were made for additional information regarding, additional details on the alleged malfunction, what type of procedure was being performed, what was done after the issue was discovered, and patient outcome; however, the customer has not provided any further information. No adverse events have been reported as a result of the alleged malfunction.